Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 42/53mm fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was reported as the proximal neck had a 90 degree angulation and the proximal neck diameter was 20 to 22mm and 20mm in length. It was reported that a CT scan performed post operatively confirmed a type ia endoleak due to severe angulation of the proximal neck. The patient is under observation. Two weeks after the index procedure a CT scan showed no endoleak. The patient is doing fine and no additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related; highly angulated neck. Aortic neck angulation greater than 60 degree. Conclusion: endoleak. Anatomy related; highly angulated neck. Aortic neck angulation greater than 60 degree.